Event description:
It was reported that while implanting the lead the helix came out which caused the helix to get caught and pulled out further. After this the helix would not retract due to damage. It was thought the helix may have got caught on the end of the sheath. It was noted that before the lead was inserted the helix was fully retracted. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).